Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va0nbf7, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient could feel it, but had no lead time to get anywhere before they had to go to the bathroom. The patient could feel the stimulation. This started just before christmas and it had been a couple weeks. The patient increased the stimulation but that didn¿t seem to do anything. The patient liked it when it was working. The patient pushed themselves up in a chair to get a little better seating, and when they came down that thing moved and it hurt a lot for a while. The stimulation came back on again, so the patient thought it was ok and that was a couple of weeks ago. The patient couldn¿t go back to their old health care provider (hcp) and needed a new one. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.